Manufacturer narrative:
The customer stated that patient treatment was not altered due to the incorrect result. Proper technique and sample handling has been reviewed with the customer. The instrument has been recalibrated and subsequent qc is passing. Siemens has requested instrument log files for further investigation. The cause of this event is unknown.

Event description:
The customer received a discrepant thb result on one patient sample compared to repeat testing of the same sample on another rp 500 instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the data provided by the customer. The performance of the rp500 system and thb sensors in question was found to be well within specifications. There were no systemic or sensor specific events recorded in the data logs that could explain the discrepant thb results. System data files for cooximetry was not available for this investigation. Moreover, the timestamps for the po2 results were not consistent with the customer claims about the sampling order. Thb results are susceptible to sample mixing and handling, however, there is insufficient evidence to confirm it as the root cause in this case. The cause of this event is unknown.